Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer 4.2 was not detected on the bus. A field service engineer (fse) inspected the unit and confirmed that all boards were functioning and had lights. The fse reseated the retractor band and the row board cable, then performed a reboot and ran firmware updates. The drawer was subsequently tested in the hardware test application (hta), and the customer completed an inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 was not detected on the bus, causing the entire drawer to fail and become inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.